Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient experienced the symptom of increased pain in relation to the motor stall. As an intervention the pump interrogated and the logs were pulled up and showed a motor stall on (B)(6) 2016. The pump was set to minimum rate and the patient was referred to a surgeon. The cause of the motor stall was not determined and had not been resolved.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 900 mcg/ml clonidine at 128.45 mcg/day, 30 mg/ml bupivacaine 4.282 mg/day, and 21 mg/ml dilaudid at 2.997 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2016, it was reported that an active motor stall had occurred on (B)(6) 2016. The hcp denied any emi or magnetic interaction. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.